Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had fluctuating high and low blood glucose. The customer stated that, she had blood coming out of the site. Customer stated that, she had high blood glucose and that was over 300 mg/dl and customer went to the doctor and then blood glucose was recorded was around 140 mg/dl and 170 mg/dl and which was fine. Customer also stated that, sometimes her blood glucose went low and she can feel it. After some days, the blood glucose was 309 mg/dl when she went to bed and in last week it was around 53 mg/dl, then her blood glucose later was up to 108 mg/dl. This morning the blood glucose was 495 mg/dl and now her blood glucose is 325 mg/dl. Customer treated high blood glucose with bolus and low blood glucose with glucose tablets and declined troubleshooting for it. The device is not expected to be returned for analysis.